Manufacturer narrative:
The customer¿s report of difficulty disconnecting the pca tubing from the non-bd extension set was confirmed. The set was visually inspected for cracks, misassemblies or damages to the components. Visual inspection observed tool marks at the connection between the non-bd extension set and male luer of the pca set. Lab pliers were used in another attempt to disconnect the pca set from the non-bd extension set and were successful in disconnecting the mating components. The set was visually inspected and observed tool marks at the connection between the non-bd extension set and male luer of the pca set. An attempt to disconnect the pca set from the non-bd extension set was difficult and not successful. The root cause of the difficulty disconnecting could not be definitively determined

Event description:
It was reported that in the or, the nurses are experiencing difficulty disconnecting the pca tubing from the non-bd extension set. Also, the nurses have used hemostats to disconnect and have resulted in broken tubing. The nurses note that when the pca tubing is connected to the non-bd extension set; they can disconnect the two prior to priming, but, are unable to disconnect the tubing after it is primed. The tubing was not changed post-op. The customer states there was no patient harm or medical intervention required. When the tubing dries out, it can be disconnected without difficulty. The fluid involved in this event was 5% dextrose.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that in the operating room, the nurses are experiencing difficulty disconnecting the pca tubing from the non-bd extension set. Also, the nurses have used hemostats to disconnect and have resulted in broken tubing. The nurses note that when the pca tubing is connected to the non-bd extension set; they can disconnect the two prior to priming, but, are unable to disconnect the tubing after it is primed. The customer states there was no patient harm or medical intervention.